Manufacturer narrative:
The product was returned. Solution was dried on the lens. Both haptics are broken in the gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the haptic broke. The lens was removed and the patient was left aphakic as a backup lens was not available. Additional information was requested.